Manufacturer narrative:
Unit passed displacement test and selftest. Pump error 63 was present in the pump trace download due to broken trace on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer stated that they did not hear the difference between audio volumes 1 and 5. The device failed the audio test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.